Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00801803602 ¿ cocr head ¿ 61555324, 00784800200 ¿ m/l taper g2 neck ¿ 61510849. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00875, 0001822565 - 2018 - 07013.

Event description:
It was reported that a patient presented to doctors office approximately 8 years post implantation reporting pain, swelling, instability of the left hip. About 1 month later, patient underwent a revision due to elevated metal ion levels, and implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
N reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.